Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) level was 340 mg/dl at the highest with trace ketones. The customer addressed bg level by changing the supplies and administering a manual injection. Reportedly, the customer primed the tubing to remove air bubbles and resumed insulin delivery.